Event description:
The company received a report where it was reported that the trach tube was broken off the plate. Trach had been in place less than 24 hours. The reported indicated the decannulation and recannulation of a replacement tube was required. Covidien is attempting to collect further details related to this report.

Manufacturer narrative:
No sample is available for investigation at this time.